Event description:
New information received states that an asymptomatic patient presented in clinic after receiving a patient notifier on the device for another instance of back up vvi mode. Another device download was performed successfully. The patient condition was stable before, during and after the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was observed to be in back up vvi mode via a merlin transmission. The patient was asymptomatic. A device download was successfully performed.

Event description:
New information received states that the asymptomatic patient presented in clinic for follow up when the device was again found to be in back up vvi mode. A device download was successfully performed.